Event description:
It was reported by a customer in the USA that, an 840 ventilator display was missing segments. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the liquid crystal display (lcd) flex circuit, which resolved the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).